Event description:
It was reported that the patient experienced recurring incontinence after 11 years from the artificial urinary sphincter (aus) original surgery. A replacement surgery was performed to remove and replace all component. The physician was able to identify hole in the cuff. There were no patient complications in relation to this event.